Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it indicated that the device passed all automated therapy verification testing which confirmed proper operation of the pacing, sensing, and shocking functions of the device, as well as lead impedance and telemetry function testing. Thus, the allegation of noise could have been a result of a lead issue. Further, the device met its specification.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited noise. Further, this ICD was explanted. No additional adverse patient effects were reported.